Manufacturer narrative:
(B)(4). A photograph of the device was received and an evaluation was performed to investigate the reported event. During visual inspection of the photograph, a crack was observed on the minicap. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cracked minicap was attached to a transfer set. The home patient (hp) was connected at the time. Leak of iodine was not discovered before use. The crack was observed about 30 minutes after the minicap was put in place. The minicap was not reused. The minicap did not fall off, was not loose, and did not disconnect from the transfer set. Damage to the foil pouches and boxes was not noticed. There was no damage or extreme build up on the threads of the transfer set. The hp used proper connection technique by twisting the minicap clockwise onto the transfer set connector until firmly secured. Peritoneal cavity of the patient was full and the patient didn't have any difficulty when putting the minicap on the transfer set. No assist device was used to tighten the minicap and the hp did not overtighten the minicap when they connected it to the transfer set. The hp did not use cleaning solutions or disinfectants on the transfer set or minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.